Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when doing through the fill tubing process, the customer did not observe insulin coming from the end of the tubing after filling with over 20 units. During troubleshooting with tandem technical support, the customer disconnected the tubing, but was unable to observe insulin exiting from the tubing. In addition, a minimum fill notification occurred after filling a cartridge with 300 units. The customer loaded a new cartridge and infusion set and resumed insulin delivery. Blood glucose level was 142 mg/dl.